Event description:
It was reported that the patient presented in the clinic for the defibrillation threshold testing after receiving the lead impedance alert. The defibrillation threshold testing was performed and the device firmware was re-downloaded successfully. The right ventricular lead still exhibited low impedance. On (B)(6) 2017, the lead was capped and a new lead was implanted successfully. The patient was stable throughout the whole procedure.